Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated from a cobas liat system (s/n) / cobas® sars-cov-2 assay. A customer from the united states alleged potential false positive sars cov-2 results for 6 samples generated on the cobas liat system (s/n (B)(4)). The customer reported results of two different patients¿ samples. A patient sample was run on (B)(6) 2021 on the cobas liat system (s/n (B)(4)) that generated sars cov-2 positive, influenza a negative, influenza b negative results. The physician doubted results as the patient was asymptomatic. The lab retested the same patient sample that returned sars cov-2 negative, influenza a negative, influenza b negative results. On (B)(6) 2021 a different patient sample was run on the cobas liat system (s/n (B)(4)) that generated a positive sars cov-2, negative influenza a negative, influenza b results. A re-test of that patient¿s same sample returned negative sars cov-2, influenza a negative, influenza b negative results. A further review of the cobas liat system (s/n (B)(4)) run log identified in addition to the two patient sample results mentioned 4 additional false positive sars cov-2 results for a total of six samples. Patient samples were collected using nasopharyngeal swab and a transport media kit used was not identified. Results were reported to the physician treating the patient. The customer reports no delays in patient care, and no harm to the patient. The investigation to assess the customer allegation has not yet been completed. 6 mdrs will be filed one for each of the samples results identified.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Manufacturer narrative:
The customer's cobas liat analyzer was returned for evaluation and repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).